Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a protected pci, a 18f manta was planned for closure in the left common femoral artery. Activated clotting time was 196-279, heparin was administered. The artery was 7mm, no calcification and a deployment depth measurement of 3 + 1. Central access was gained using micropuncture after one stick, no ultrasound. Procedural requirements in the IFU state arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; and act should be below 250 seconds prior to closure. No issues were encountered advancing or withdrawing procedural sheaths. Manta was deployed at the depth measurement and hemostasis was immediate. Three minutes post-hemostasis, the collagen plug came out of the tissue tract and bleeding began. Manual pressure was held, contralateral balloon inflations were applied, and the surgeon opted to perform surgical cut-down to repair the vessel. Due to no images submitted, and insufficient information regarding the initial and deployment procedure details, the root cause of the collagen coming out of the tissue tract post-hemostasis requiring surgical intervention cannot be determined. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician was conducting a protected pci using a percutaneous ventricular assist device (pvad). Manta was deployed at the determined measurement, achieved immediate hemostasis, and 3 minutes later the collagen plug came out of tissue track and bleeding occurred. Manual pressure was held, the physician went up and over with a ptca balloon, and the surgeon conducted a cut down to fix the vessel. Patient's condition was reported fine the next day. Additional information received on 24aug2021: during a protected pci using a percutaneous ventricular assist device (pvad), a single micro puncture access was obtained in the central location of the left cfa. Left cfa vessel size was 7.0mm and had no calcification and no tortuosity. Manta depth was measured at 3+1 = 4cm. During the protected pci procedure, there were no reported issues with advancing and withdrawing procedure sheaths. Prior manta deployment, sbp was between 104-141mmhg, act was between 196-279, heparin was given intravenously. Manta was deployed in the left cfa and reached hemostasis at 4 minutes. Patient was recently seen in the clinic with no functional or motor deficits.